Manufacturer narrative:
A4. Weight of the patient is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella cp, a continuous ¿air in purge system¿ alarm was observed. The purge cassette was exchanged with a new cassette, which was reported to resolve the issue. It was reported that the patient was subsequently weaned from support and the impella cp was explanted. The patient outcome was not available in the complaint record accessible for MDR assessment at the time of reporting. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. It was reported that the device was discarded and is not expected to be returned for investigation.

Manufacturer narrative:
H6. Health effect - impact code added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The event logs were returned for investigation. The cause of the priming problem could not be determined as insufficient imc logs were returned for analysis and no product was returned for evaluation.